Event description:
It was reported that the device reached elective replacement indicator but the battery voltage was indicated as "not available." The device was reprogrammed, and upon interrogating the device again, it gave an estimate of 13.5 years remaining. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 5076-52, implantable pacing lead, implanted (B)(6) 2012; model 5076-45, implantable pacing lead, implanted (B)(6) 2012. (B)(4).